Manufacturer narrative:
The product evaluation did not confirm the failure mode. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. This investigation is complete.

Manufacturer narrative:
The evaluation was completed. The field service engineer found during visual inspection that the power cord was pulled almost all the way out of the power supply connection. The power cord and power supply connection were checked for signs of damage. The strain relief screw was tightened. The issue reported did not present itself. No other issues were found. The device history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in the united states reported the stellaris unit shut down during a procedure. The stellaris unit was rebooted and the case was completed with no patient impact or injury. The procedure was prolonged for about 5 to 10 minutes with no additional anesthesia required.